Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads all exhibited high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that the patient had an x-ray several months earlier which did not show any significant findings. The patient was brought into the clinic for evaluation a few weeks later. A four lead electrocardigram showed god sensing and capture in the rv and lv. The rv lead impedance was still greater than 2000 ohms but the lv impedance had stabilized with normal limits at 790 ohms. No new x-rays were taken. The patient will be monitored and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) no additional information is currently available. If additional information becomes available, the event will be updated.